Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an left ischemic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced a stroke. The patient experienced a stroke following the procedure. At the end of the case when the patient was in the control room, he was unable to move his arms and legs. CT scan was performed but that there were no obvious issues. It was unsure how the stroke was confirmed. No medical intervention was provided but a consultation with neurology was requested. About 1 hour later, the patient was able to move his legs but not his arms. There were no issues during the case and the physician was unsure why the patient experienced a stroke. The caller reported that the last known patient status was unknown. The caller reported that the patient would probably be transferred to another hospital. Additional information was received. The patient was required extended hospitalization. The patient fully recovered. The physician's opinion on the cause of the adverse event was patient condition. It was found after the stroke that patient has an allergy to heparin. This condition was unknown before the procedure.